Event description:
On march 13, 2026, senseonics was made aware of an incident reported in which the user stated that a previously implanted sensor could not be removed by the healthcare provider and ultimately required removal at a hospital. The user indicated that the event occurred in approximately (B)(6) 2021. An incision was made during the initial removal attempt, but the sensor could not be successfully removed in that setting. The user reported doing well following the hospital-based removal.

Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation. The sensor was successfully removed at the hospital.